Event description:
The MFR received info from a third party service center alleging a ventilator's display screen was blank. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the third party service center for eval and the customer's complaint was confirmed. The ribbon cable came loose from the lcd screen. The ribbon cable was reattached to the lcd screen to address the issue.